Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for e coli in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient developed an intestinal infection. Details regarding the intestinal infection were not reported. On (B)(6) 2010, the patient required hospitalization for bacterial peritonitis. On an unreported date in 2010, the event of bacterial peritonitis resolved. It was not reported if the intestinal infection resolved or if pd therapy continued. The nurse believed that the event of bacterial peritonitis was unrelated to pd therapy, but did not comment on the causality for the event of intestinal infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.